Manufacturer narrative:
The customer reported event was unable to be confirmed. Evaluation of the autopulse platform (B)(4) found no functional issue. The platform was functionally tested, and operated using a large resuscitation test fixture performing continuous compressions without error. Review of the archive data found no event on the reported event date of (B)(6) 2017. As part of routine service during testing, the device was examined and found physical damage on the top cover and the drive shaft exhibits binding and resistance requiring clutch plate deburring. These observations are unrelated to the reported event. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with serial number (B)(4).

Event description:
The user observed a "device issue" on the autopulse platform (B)(4) during routine check. The reporter was unable to specify what type of issue was observed. There was no patient involvement. No further information was provided at this time.